Manufacturer narrative:
The insulin pump alarmed with a button error and a button was unresponsive due to a corroded keypad trace. The device was unable to undergo the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the unresponsive button. The following cosmetic damage was also found on the pump: minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 253 mg/dl. The customer stated that when she pressed a button to bolus the button would not respond. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.